Manufacturer narrative:
B3: bsc aware date used as event date, as it is unknown.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro closure device was implanted using transesophageal echocardiogram (tee) imaging. Complete laa seal was noted. The patient was discharged on dual antiplatelet therapy (dapt) on plavix. At an unknown date post index procedure at the routine six (6) month follow up, the patient had a stroke. No further details are available at the time of this report.

Event description:
It was reported a stroke occurred. A left atrial appendage (laa) closure procedure was performed and a 20mm watchman flx pro closure device was implanted using transesophageal echocardiogram (tee) imaging. Complete laa seal was noted. The patient was discharged on dual antiplatelet therapy (dapt) on plavix. At an unknown date post index procedure at the routine six (6) month follow up, the patient had a stroke. No further details are available. It was further reported that the ischemic stroke event occurred on (B)(6) 2025.

Manufacturer narrative:
B3: event date updated. B5: information added.